Event description:
It was reported that during a laparoscopic splenectomy procedure, the hand piece was not working properly. It created a faulty connection to the harmonic machine. There was no reported pt consequence and 1 device is returning. The case was completed with another device of the sample product code.